Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor device had insufficient/low power, and was making excessive noise. The assignable root cause of this condition was determined to be traced to component failure due to normal wear UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had insufficient/low power, was making excessive noise, and the component was damaged. It was further determined that the device failed pretest for hose verification, noise assessment, and rotational speed. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.